Event description:
A se-2240 (air in set) alarm that occurred with the home patient's (hp) homechoice (hc) system during drain 4. The hp's spouse checked the lines and found that the cat had chewed on the patient line and the line was leaking. The baxter technical service representative (tsc) instructed the hp to disconnect and assisted the hp with clearing the 2240 and 2367 alarms. The tsr advised the hp to call the peritoneal dialysis (pd). No patient injury or medical intervention was indicated at the time of the initial report.